Event description:
It was reported that the patient had undergone percutaneous coronary intervention on (B)(6) 2014, during which the left anterior descending artery (lad) was stented with a 3.0x33 mm xience prime stent. At the same time the left circumflex was stented with a 2.75x15 mm xience prime stent. On (B)(6) 2014, the patient was admitted to the hospital with unstable angina. Coronary angiography revealed a tight lesion proximal to the deployed stent in the lad and focal instent restenosis inside the stent which was treated with balloon angioplasty and placement of a 3.0x23 mm xience xpedition stent in the proximal segment followed by post-dilatation with several different balloons. Intravascular ultrasound (ivus) showed good stent apposition with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.